Manufacturer narrative:
The device was received. Investigation is not complete. The report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact of lcd backlight intermittently working. This does not indicate a reportable malfunction. However, during verification testing at the service center, the device alarmed with a whitescreen error.